Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion with cardiac tamponade occurred. Procedure was aborted. It was reported that versacross connect laac access solution was selected for a left atrial appendage (laa) closure procedure. The transeptal puncture was completed successfully. After crossing with the a watchman access system (was) and non-boston scientific pigtail catheter it was noted that the was was not coaxial to the appendage and was taking an unusual path. The physician was able to correct this for the most part; however, the was path into the appendage was not ideal. The wds was inserted and the closure device was deployed but the distal aspect of the closure device was either through the backwall of the appendage or not positioned properly. Transesophageal echocardiogram (tee) imaging showed a large rapidly growing pericardial effusion. The was and wds were removed from the patient, heparin was reversed, and a pericardiocentesis was performed. A total of 1450cc of blood was drained with no resolution. The patient was placed on circulatory bypass and then the laa was clipped. The patient was stable following this treatment. No other intervention or complications were reported to have occurred. The patient has been hospitalized and stayed beyond the standard time. The procedure was aborted.